Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Review of memory did not indicate any resets, so the device was opened up. The battery was removed and an external power was applied. The device was then tested for evidence of high battery impedance. The results of this test confirmed evidence of high impedance. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device was received for analysis.